Event description:
It was reported that the patient¿s implantable neurostimulator depleted prematurely after approximately two years and was subsequently replaced. In contrast, the patient¿s previous ins (different model) was implanted for about two years after which the stimulation parameters were changed to 3.5v, 90 's and 185 hz, which was the same settings this most recent ins used. The previous ins lasted approximately 3 years. The parameters of the previous ins prior to the settings change were not provided. The physician complained about the short longevity of this ins. Additional information received approximately two weeks later indicated that a pocket adaptor was used when the old system was connected to this most recent ins. Cycling was not enabled on the ins and both leads were programmed with the same settings previously stated. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was received in an eos condition. The ins battery was depleted (2.295 volts). After resetting the eos bit, the ins output was tested and found to be functioning properly. Longevity estimates were done using the parameters that the ins had when received for analysis. Since the impedance across the output while the device was implanted was not given, two estimates were done using different impedances. One estimate assumed 500 ohms impedance and the other assumed 1000 ohms impedance across the output. The ins was programmed with both channels in a unipolar configuration. Impedance across a unipolar pair is lower than the impedance across a bipolar electrode pair. According to the trace report taken from the ins, the battery depleted to eri in 20.3 months and to eos in 22.9 months. Based on the longevity calculations and the fact that the ins functioned properly, this ins reached a normal eos condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.